Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned to olympus for evaluation and a conclusive root cause could not be determined. Possible causes, as determined by the legal manufacturer, include temporary failure of the power supply unit due to deterioration caused by long term use or overload usage environment. Or, from the effect on the power supply unit, it can be inferred that the turret filter of the clv-190, simultaneously in use, caused abnormal noise due to the overload use environment of the power supply unit.

Manufacturer narrative:
The suspect device has not been returned to olympus and an evaluation cannot be performed at this time.

Event description:
A user facility reported to olympus that, when using the olympus cv-190, evis exera iii video system center, a "pop" was heard and a "burning smell" was detected. There was no patient injury or harm associated with the reported problem. The event occurred prior to the start of a procedure; the patient was not yet under anesthesia and not yet present in the room when the event occurred. A delay in the start of the procedure was reported to be 15 minutes. The intended procedure is unknown. The procedure was completed using another device (details unknown). The user facility was also using an olympus clv-190, evis exera iii xenon light source, when the event occurred and is not certain which device was the source of the reported problem. Please reference MDR #8010047 - 2020 - 03840 which documents the reported problem involving the olympus clv-190.